Manufacturer narrative:
The insulin pump alarmed no delivery out of range during the occlusion test due to a faulty force sensor.

Event description:
It was stated that the insulin pump alarmed no delivery during the rewind. It was also stated that the batteries were not lasting very long. Nothing further was reported.